Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent an evolut fx+ 29mm valve implant procedure on (B)(6) 2024, to treat aortic valve stenosis. The procedure involved arterial access via the left subclavian and venous access through the femoral, with prostyle x2 used for hemostasis. No coronary protection was utilized. The procedure was successful, and the patient was discharged home on (B)(6), 2024. However, late complications included arrhythmia and severe central aortic valve regurgitation. Additionally, a pacemaker was implanted on (B)(6) 2024, which was causally related to the procedure. No treatment was reported for the central aortic regurgitation.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.